Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and subsequently delivered two electric shocks in two different events due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.